Manufacturer narrative:
The customer did not request service for the system. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported six patients experienced toxic anterior segment syndrome (tass) following a cataract extraction procedure. A completed questionnaire was received. During the procedure the initial incision site was relocated due to the shallow anterior chamber of the patient to complete the capsular rhexis. The first incision was sutured. The patient required additional medical treatment with compounded antibiotic, steroid and non-steroidal drops in the right eye. Current patient condition was not reported. This report represents patient six of the six patients from this facility.